Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury ore medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were confirmed and reproduced. During the evaluation, the upstream sensor had low fluid numbers. Evaluation determined the cause to be a failed upstream sensor. The failed upstream sensor was replaced.